Manufacturer narrative:
Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. The device was used for an off label indication; concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mitchell, b., verrills, p., vivian, d., dutoit, n., barnard, a., sinclair, c. Peripheral nerve field stimulation therapy for patients with thoracic pain: a prospective study. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12458. Summary: relative to the number of patients suffering chronic lumbar and cervical pain, fewer patients suffer persistent thoracic pain. Consequently there is less literature, with smaller sample sizes, reporting treatment of this cohort. Here, we assess peripheral nerve field stimulation (pnfs) as a potential treatment for chronic thoracic pain. Reported events: patient17: a (B)(6) female patient with peripheral nerve field stimulation (pnfs) for chronic thoracic/shoulder pain experienced a loss of therapy. The lead was repositioned leading to a ¿positive outcome.¿ it was noted that eight contact leads, however it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Event description:
Additional information received from the corresponding author reported that the patient was implanted with a non-medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.